Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been having high blood glucose for 3 weeks. The customer¿s blood glucose during the incident was 525 mg/dl. They did not mention how they treated the high blood glucose. The customer¿s current blood glucose was 218 mg/dl. Troubleshooting was performed. There was no malfunction found from the insulin pump. The device will not be returned for analysis.